Event description:
The patient had a bd intima-ii IV catheter placed. While administering medication, the clinician found that the catheter had broken. The patient received a color doppler ultrasound of the right arm and heart and an x-ray. The catheter was not found. The patient also underwent surgery in an attempt to find and retrieve the broken catheter. The catheter was not found. No further medical or surgical interventions were performed.

Manufacturer narrative:
A sample has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted.